Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference or user had high glucose value. Manufacturer contacted customer with follow up phone calls to ensure the new product resolved the initial concern;customer is satisfied with the new product replacement blood glucose reading,customer ran a blood glucose test and obtained results of 300mg/dl,customer is satisfied with the results;customer has not had a medical intervention since the last call.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 180mg/dl fasting. Verified the strips expire 12/30/2017. Customer confirms the strips have been properly stored and were first opened 3/31/2016. Reviewed meter memory: (B)(6). Customer is concern with the blood result that was take on (B)(6) 2016 at 2:33pm 420mg/dl. Customer calling states that was just diagnose as a diabetic insulin dependent. Customer states that before left the hospital today run a blood test on the truetrack meter 420mg/dl and then run another test on the hospital meter and got 301mg/dl. Customer was told that the normal glucose range is 180mg/dl but customer will be following up with the dr. Soon. Customer just got discharged 30mins ago today (B)(6) 2016 and customer is on insulin and the meter is giving high results